Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy video-assisted thoracoscopic surgery, the surgeon succeeded in ligating and dividing the pulmonary vein & artery. However, when the surgeon tried to ligate the lobar bronchus with the handle & new reload, the handle couldn't be squeezed and at the same time, a certain crack sound was heard inside the handle. The surgeon retracted the black knob fully to take the blade of the reloads back and replaced the abnormal reloads and handle with the each of new ones, respectively. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the instrument was cracked near the handle and firing knobs. Instrument body halves were visually evaluated. Evidence of welding vestige was observed at the seam; energy directors of the left body side were deformed as intended. This observation suggests that the body was welded as intended during the manufacturing process. An access hole was cut on the left side of the instrument body; through it the several of the distal teeth of the rack were observed to be broken/sheared off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form p roperly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The condition of the instrument received suggests that an unsuitable tissue was selected; when trying to fire over unsuitable tissue excessive force may be applied to the instrument causing the damage observed in the instrument. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.